Event description:
It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right atrial (ra) lead was over-sensing noise leading to inappropriate automatic mode switch (ams) episodes. The ra lead was capped and replaced with alternate ra lead on (B)(6) 2023. There were no patient consequences.